Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high thresholds and high impedance. It was also reported that there was tissue in the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The analyst noted that dried tissue/body fluid in the sleevehead was observed, but not prevents the helix from extending and retracting. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the replacement rv lead showed high thresholds and high impedance. The lead was attempted/not used.